Event description:
The stimulator battery had depleted as expected; before the pt received a replacement stimulator she had a fall (details not provided). The pt underwent replacement surgery and post-op impedance values were high though not greater than 40,000 ohms. The pt could not feel any stimulation following replacement and at a f/u appointment several days later impedances conducted at 3.0v were as follows: reference electrode=0, 10,363-21999ohms; 1, 11,864-24,796; 2, 14,189-21,395; 4, 13,225-20,415; 6, 12,686-24,796. Intervention and outcome are unk. Further info is being requested at this time.

Manufacturer narrative:
(B)(4).